Event description:
Caller reported a cartridge alarm occurred during insulin delivery. There was no adverse impact to customer's blood glucose level. Customer continued to use the pump, however a replacement pump was sent to resolve the issue.